Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 26 mg/dl. The emergency medical services was called on (B)(6) 2016 and was checked and treated with IV. Customer did not go to hospital. Customer also another low blood glucose on (B)(6) 2016 and paramedic came in and treated patient. Customer's blood glucose at time of incident was 32 or 42 mg/dl. After the troubleshooting was done, customer was advised that pump will be replaced and monitor blood glucose until replacement arrives.

Manufacturer narrative:
The pump passed the delivery accuracy test.